Event description:
Caller alleging discrepant inratio value (B)(6) 2014 inratio 0.9 lab 3.0. Time between tests, less than five minutes. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation pending.